Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer requested an extended bolus. Reportedly, the customer requested 50% of the extended bolus be delivered over a 30 minute duration; however, the pump defaulted the time back to a 2 hour duration. Review of pump data showed that the reported event occurred when the customer was directly interacting with pump and was possibly due to inadvertent interaction with the pump. There was no reported impact to the customer's blood glucose level.